Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's territory manager called in to report that there were issues downloading information from the insulin pump to the software. The transfer failed, due to incomplete data and the device was returning invalid entries. It was explained to the caller that this would typically mean the insulin pump had duplicated information but something was wrong with the insulin pump data and it would have to be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump was unable to download to care link due to an alarm in the pump history. The alarm was due to a corrupted history file. The pump also had minor scratches on the display window, a cracked reservoir tube lip, and cracked battery tube threads.